Manufacturer narrative:
Terrats medical s.l. Received notification of this adverse event from (B)(4). (Initial importer) on (B)(6) 2026, referencing hs control (B)(4). The complaint relates to a tibase eng strblx wb 0.8 mm (part #16.063) in which both the screw and ti base fractured within one year of insertion. Date of event: (B)(6) 2026. No patient injury was reported; however, intervention was required. The device is available for evaluation at the reporter's location but has not been returned to the manufacturer at the time of this report. An internal review of production records, service records, and complaint history revealed no nonconformances in internal production records. Parts are manufactured according to specifications. A definitive root cause cannot be established without physical examination of the failed device. No corrective or preventive actions have been initiated at this time. This event is related to uf/importer report (B)(4) (same patient, same incident - first device component). The manufacturer will reassess if the failed device is returned or if additional information becomes available.

Event description:
A patient had a broken screw and broken ti base within a year of insertion. No patient injury was reported; however, intervention was required. This report relates to uf/importer report (B)(4): (same patient, same incident, first device component).